Event description:
Procedure type: lap chole. According to the reporter: the device cut the vessel because no clip was fed into the jaw. Some bleeding (less than 200cc) occurred and was treated. The doctor fired the device again but a clip fell into the cavity and was retrieved. A new instrument was used to complete the procedure. The patient is in well current condition. No patient information is available.